Manufacturer narrative:
Submit date: 03/13/2017. The device sample was not returned for evaluation. Since the sample was not returned for examination, we are unable to determine a root cause for the reported event. If additional information is received, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing site. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 01/12/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer experienced an adverse event with a dialysis catheter. The customer states that on (B)(6) 2015, the patient found the catheter was cracked at the titanium joint. The patient went to the hospital and was diagnosed with peritonitis. As a result, the cracked part of the catheter was cut off and replaced. A week prior to the event, the patient went to the hospital and a crease was seen on the catheter. The patient was hospitalized and transferred to another hospital for treatment where they became well. The patient is currently having hemodialysis three times a week and occasional peritoneal dialysis.